Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Please clarify what do you mean by crashed. Was it broken or cracked?: answer: it was reported that it was flatted.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha for the patient's left hip joint. It was reported that during the surgery, after setting a cup, when the surgeon drilled for screw, the drill bent. Then, the surgeon used another drill (manufactured by (B)(6)), but the drill shaft was crashed. The surgeon completed the surgery with another duraloc drill within 30 minutes delay. The surgeon already had check surgical field and had check by x-ray, he don't think any fragment in the body. However, just to be sure, he requested the investigation for confirming no piece in the body. No further information is available.